Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that she felt the pump was not delivering insulin accurately. The patient's mother reported that on the evening of (B)(6) 2012 the patient obtained a blood glucose (bg) reading equal to 600 mg/dl following her dinner meal. The reporter denied that the patient exhibited any symptoms of an elevated bg, but confirmed the patient tested positive for small amounts of ketones in her urine. The high bg was corrected with syringe and the reporter stated the patient's bg stabilized throughout the night and the patient woke up the next morning with her bg in target range. After obtaining the high bg, the reporter changed out the infusion set, cartridge and insulin. At the time of troubleshooting, the reporter denied any issues with site and/or set. The reporter confirmed the pump was set to the correct date and time and that all advanced settings were programmed as desired. This complaint is being reported based on the indication that the patient obtained an elevated blood glucose result greater than 500 mg/dl and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #1 03/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were recorded accurately in the pump history. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.